Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: external controller malfunction.

Event description:
Balloon leaking during prep when tested after first removing from package, was never used on a patient.

Manufacturer narrative:
Rep reports that the sample is not available. No follow-up investigation is possible.